Event description:
It was reported that an ilet user experienced recurrent lows followed by highs while using the system, attributed to overtreating hypoglycemia and pausing insulin despite the automated insulin suspension feature; the event involved user handling of therapy, and no specific device component was implicated. Symptoms included hypoglycemia, hyperglycemia, and reports of feeling dizzy with difficulty seeing straight. Outcomes included serious injury requiring unexpected medical intervention using oral fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure, specifically overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.